Manufacturer narrative:
Literature citation: honkanen et al. Bioreconstructive poly-l/d-lactide implant compared with swanson prosthesis in metacarpophalangeal joint arthroplasty in rheumatoid patients: a randomized clinical trial. J hand surg eur. 2010; 0: 1-8. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 2010 literature article, honkanen, et al. Titled, biore constructive poly-l/d-lactide implant compared with swanson prosthesis in metacarpophalangeal joint arthroplasty in rheumatoid patients: a randomized clinical trial the authors mention 12 incidences of swanson finger implant breakage in situ and two cases of phalangeal cortex perforation from the implant. One in the index finger and one in the middle finger.